Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a low event. Patient called into dexcom technical support, and during the call, did not make any sense. The patient was asked to perform a fingerstick and the patient responded that she was at 37mg/dl. Patient was asked right away to take action and drank juice. After a few minutes, the patient took another fingerstick and her blood sugar levels had gone up to 52mg/dl. Patient reassured the technical support representative that she was okay and that she would use the fingerstick again to double check her situation. At the end of the call, the patient sounded much better and had finally started to make sense. There was no alleged device malfunction. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.